Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and pain following recovery from an ear infection (etiology unk). The pt was seen at the center. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. A decision was made to explant the pt's device. Surgery to explant the pt's c1 device is to be scheduled.